Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The device is used for treatment purposes. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer replaced assy fr case w/ keypad. There was no patient involvement.